Event description:
It was reported the implantable neurostimulator (ins) had been moving out its space for a little over a month. The implant site was swollen, and the ins was moving around, "poking out" and sometimes it would get bumped and the patient would not be able to charge. Two nights ago, the patient could not get the ins lined up with the antenna and was not able to charge. The swelling comes and goes. The battery still had a little bit of charge left. It was reported when the issue had started the patient saw their doctor and had an x-ray and exam and the hcp could not find anything wrong. The "other day" the patient saw their pain therapy doctor, who confirmed what was going on.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# v890048, implanted: (B)(6) 2012, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3998, lot# v890048, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cause of the event was a discharged battery. Battery depletion was noted. The battery was replaced on (B)(6) 2014. X-rays taken on the day of replacement showed that the stimulator battery was in the patient's right abdomen. The patient had experienced a loss of stimulation and was unable to charge. The patient required hospitalization due to the event. The patient outcome was listed as no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.